Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: infusion ended late according to how it was programmed doxorubicin 24 hours infusion ended 2 hours late. Hung on 5/14 at 1700, ended at 5/15 at 1900.